Event description:
This event was reported as staphylococcus epidermis endocarditis. Baxter's investigation of this event included verification of the sterility of the valve. No further info was provided.